Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. From the photos, peelback was observed on the catheter tip. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the photos, the probable root cause for peelback could be due to tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. CAPA# 81917 has been raised.

Event description:
It was reported that neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: I have received a call from stores manager. He has said bd cannula's are not good and getting peeled off while cannulation in pediatric patients in ER and this issue was raised by one of the jr. Pead dr. Multiple prick happened to get the line). I will visit the hospital to check upon the issues. When I checked the product & met the doctors, the tip of the catheter was damaged while cannulation. Later, I have informed all the concerned doctors & nurses from ER, nicu, picu about neoflon has been upgraded to neoflon pro with insta flash technology. Later handed over samples of neoflon pro as replacement and procurement in the hospital.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: I have received a call from stores manager. He has said bd cannula's are not good and getting peeled off while cannulation in pediatric patients in ER and this issue was raised by one of the jr. Pead dr. Multiple prick happened to get the line). I will visit the hospital to check upon the issues. When I checked the product & met the doctors, the tip of the catheter was damaged while cannulation. Later, I have informed all the concerned doctors & nurses from ER, nicu, picu about neoflon has been upgraded to neoflon pro with insta flash technology. Later handed over samples of neoflon pro as replacement and procurement in the hospital.